Event description:
During the g3 surgery, the surgeon assembled the target device, the target sleeve, and the knob. Afterwards, the device and the nail were assembled, and the nail was inserted in pt bone. The surgeon passed the lag screw sleeve through the target device. The target sleeve broke when the knob was tightened. The surgery was completed because in the lag screw hole and the distal locking screw hole of the target device, there was no influence.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.